Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received repeat battery failed alarm as well as audio anomaly. The customer¿s blood glucose level 9.2mmol/l. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. The audio tone or vibrate feature on the insulin pump functioned properly during testing. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm due to a software error. Hardware low level failures error was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.